Manufacturer narrative:
G2: citation: authors: brahimaj, b. C., beer-furlan, a., joshi, k. C., wiet, r. M., lopes, d. K. Combined transarterial and transvenous onyx embolization of jugular foramen paragangliomas. World neurosurgery 136:178-183 2020. Doi:10.1016/j.wneu.2020.01.073 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Brahimaj bc, beer-furlan a, joshi kc, wiet rm, lopes dk. Combined transarterial and transvenous onyx embolization of jugular foramen paragangliomas. World neurosurgery. 2020;136:178-183. Doi:10.1016/j.wneu.2020.01.073. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report a novel technique to the endovascular embolization of jugular foramen paragangliomas using a combined transarterial and transvenous access for better intraoperative control of blood loss and visualization. The article presents the cases of 2 patients who underwent onyx embolization followed by surgical resection 2 days later. Neither of the patients in this study had a facial cranial nerve palsy after embolization. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - after surgical resection, the first patient was observed to have a right house brackman 2 facial palsy. Facial function later returned to normal at 14 weeks¿ follow-up. There was no lower cranial nerve deficit before or after their operation.  - after tumor resection the second patient was observed to have a left house brackman 2 facial palsy persistent at 13-week follow-up.